Manufacturer narrative:
(B)(4).

Event description:
It was reported "immediate helium loss 3 upon startup continuously - failed leak test". Additional information states that the pump console was swapped out to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported "immediate helium loss 3 upon startup continuously - failed leak test". Additional information states that the pump console was swapped out to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). Returned for investigation was an ac3 pcs assembly. The sample was returned in a brown cardboard box with protective shipping packaging. Visual inspection of the returned sample was performed. No abnormality was noted. The pcs assembly was installed into a known good lab invento-ry ac3 for functional testing. The pump started up successfully. Pumping was initiated. Within 5 minutes of initiating pumping, the pump alarmed "possible helium loss 3". Pumping was reinitiated, with the same result. All valves were individually tested by powering them on and off using an exter-nal 12v dc power supply. Each valve responded properly to the 12v supplied with an audible click, indicating proper valve function with no stuck valves. Visual inspection of the pcs assembly internal hardware was performed. Upon disassembling the drain valve (v4) of the pcs assembly, a piece of metal was found inside the drain valve, which is the cause of the helium leak. The piece of metal was from an unknown source, and it cannot be determined how it entered the pcs assembly. A de-vice history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "helium loss 3" is confirmed. During the investigation, the helium leak was confirmed and caused by a pcs assembly leak. Upon further inspection, the drain valve from the pcs assembly was noted with a metallic piece inside the valve and caused the complaint. The source of the metal debris was unable to be determined. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the drain valve leak. The root cause of the complaint is undetermined. A non-conformance has been initiated to further investigate the issue.